Manufacturer narrative:
(B)(4). The gore® excluder® aaa endoprosthesis instructions for use warns against covering significant vessels. Also, according to the IFU, potential adverse events that may occur and require intervention include improper component placement and occlusion of the native vessel. Per the individualization of treatment section of the IFU, the length of the gore® excluder® aaa endoprosthesis should be sufficient to reach from just inferior to the most distal (lowest) major renal artery to non-aneurysmal tissue in the common or external iliac arteries. All lengths and diameters of the devices necessary to complete the procedure should be available to the physician, especially when pre-operative case planning measurements (treatment diameters / lengths) are not certain. This approach allows for greater intraoperative flexibility to achieve optimal procedural outcomes.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. As reported by the fsa, a 14cm device was recommended considering the shape of the aneurysm sac, but the physician decided on a 16cm device. Since there was no space to push up the device, the device landed at the external iliac artery. This resulted in unintentional coverage of the right internal iliac artery. An attempt was made to reposition the gore® excluder® aaa trunk ipsilateral leg component during touch-up, but it was not successful. No further treatment was performed. The patient tolerated the procedure.